Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c4000 analyzer on a patient. Results provided: (B)(6) 2022, sid (B)(6) = 7.69 / 2.36 mg/dl. Normal range: 1.6-2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer performed multiple troubleshooting actions and replaced multiple parts to resolve the issue. No additional discrepant patient result issues have been reported. A definitive cause of the discrepant result was not identified, therefore, the architect instrument ((B)(6)), list number 02p24-40, was considered the likely cause. A review of architect (B)(6) instrument service history, identified no contributing factors to this complaint. A review of the architect clinical chemistry platforms found all erratic results were below the upper control limit. A review of historical data for the architect c4000 with this complaint revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for architect c4000, serial number (B)(6).